Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator indicating that there were issues with the touchscreen. It was reported that there was no patient involvement at the time the issue was discovered. The bme requested to have an authorized service provider dispatched onsite to evaluate and repair the device.

Manufacturer narrative:
H10: the biomedical engineer (bme) reported to the remote service engineer (rse) that there were issues with the touchscreen and requested to have an authorized service provider (asp) engineer dispatched onsite to evaluate and repair the device. Upon arriving onsite, the asp confirmed the reported issue and replaced the touchscreen. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for failure analysis. The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was not confirmed. The technician did not find any issues as the touchscreen passed all diagnostics testing. The touchscreen's touch points were aligned on the standard test bed (stb), and all flex screen resistance measurements were in specification. The touchscreen operated as designed. No problem was found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.